Event description:
It was reported that during a supply change with a prefilled insulin cartridge, the patient experienced a leaking event and could not proceed with the fill tubing step; inspection identified a wet cartridge and an issue at the plunger, and the event resolved after a full replacement with new supplies and a successful walkthrough. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting, education, and a guided replacement of all infusion components. Investigation of this case revealed evidence consistent with a cartridge leak at or near the plunger interface, implicating the prefilled cartridge component rather than the pump hardware, with resolution upon replacement of the cartridge, adapter, and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a component-related leak in the disposable fluid path.

Manufacturer narrative:
Initial.